Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have passed out at work and was not sure why. Customer states that someone may have given her more insulin attempting to help as customer's blood glucose was 42 mg/dl at time of hospitalization. Customer states that prior to hospitalization, customer attempted to use cheap batteries which did not work. Customer removed insulin pump for an hour and blood glucose rose to 350 mg/dl. Customer does not believe that incident was related to insulin pump. Customer also reported of having an allergic reaction to sensor tape.